Manufacturer narrative:
It was reported that the wound drain was inserted during a mastectomy and that it was identified that there was no overnight output. According to the reporting facility, the "chest wall is full of blood." After multiple good faith attempts the reporting facility was unable or unwilling to provide additional patient, product, or procedural information to the manufacturer. No diagnostic exams/results or medical intervention was originally reported to the manufacturer. No sample was returned to the manufacturer for evaluation. A root cause for the reported incident was unable to be determined. Due to the reported incident, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that there was no overnight output from the wound drain.